Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. The outcome was reportedly not device related and the device operated as expected. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists infection, various types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. The heartmate 3 patient handbook is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was implanted with heartmate 3 on (B)(6) 2024 and underwent standard postoperative treatment with empiric antibiotics and hemodynamic support with inotropic and pressor therapy. The patient developed a postoperative fever and leukocytosis and was continued on broad-spectrum antibiotics. The patient had acute hypoxic respiratory failure with inability to wean from vent and acute on chronic kidney injury requiring initiation of continuous renal replacement therapy on (B)(6) 2024. The patient had a likely component of septic shock with continued cardiogenic shock with right ventricle dysfunction requiring persistent high-dose inotropic support. The patient ultimately developed severe liver dysfunction in the setting of multifactorial shock. On (B)(6) 2024 the impella rp flex was placed on the right side for additional right ventricle support. The patient's condition continued with multifactorial shock and multisystem organ dysfunction. The patient's condition continued to worsen in setting of multisystem organ dysfunction requiring addition of bicarbonate drip along with pushes and exceedingly high dose of pressor and inotropic support. On (B)(6) 2024, discussion with family was had regarding patient's worsening condition despite full support. The decision was made at this time to transition to comfort care. Mechanical, ventilatory and medicinal support was withdrawn with comfort pain medications available to support patient. The patient died at 22:27 on (B)(6) 2024.